Manufacturer narrative:
As data was not provided, an in-depth analysis could not be performed. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. In addition, the sample was collected using vtm catalog number 102807, which is an off-label collection kit. The method sheet recommends to collect specimens using a sterile flocked swab with a synthetic tip using 3 ml of viral transport media according to applicable manufacturer instructions and standard collection technique. Validated collection media kits for each specimen type can be found in the method sheet. Collection kits that are not recommended in the method sheet could have a different chemical composition and affect the performance of the assay. A product quality issue was not identified. Due to a lack of data and information, additional conclusions cannot be provided. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for both influenza a and b. The same sample was retested 10 hours later on a different device which yielded negative results. A new sample was collected and tested on a different device which also yielded negative results. It is unknown which assay was used for the retest and test of the recollected sample. It is unknown if harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.